Event description:
It was reported by the customer "once PICC line was inserted through the introducer, introducer would not separate properly. Purple wing broke off one side of the introducer. Used sterile hemostats to grab introducer and separate with remaining wing. Successfully able to get introducer out and place line successfully." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.